Event description:
It was reported that while using bd vacutainer® serum / cat blood collection tubes that there was cracked tubes. The following information was provided by the initial reporter: the customer reported that the top of the blood collection tube was broken when the cap was opened.

Manufacturer narrative:
H.6 investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged tube was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and 10 samples via functional testing. The issue of damaged tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® serum / cat blood collection tubes that there was cracked tubes. The following information was provided by the initial reporter: the customer reported that the top of the blood collection tube was broken when the cap was opened.